Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the caller stated that the impedance on electrode pair 03 was 50 ohms. "The" was not with the patient and/or hcp to do further troubleshooting. The original reason for the call was that the healthcare professional (hcp) ran a therapy impedance on a program set to 1v 210us 14hz and the result was 90-100% battery capacity and the ins had 1-6 months remaining. The hcp contacted the rep because of the low time remaining on the battery calculation. The caller stated that the program was using electrodes 0 and 3. It was reviewed that the short would cause the battery to deplete rapidly. The caller also stated that the patient claimed to have a tingling sensation at the pocket site when using the heated seats in her car. The caller would follow up with the md and review programming changes necessary to avoid the short. No further symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The representative reported the patient had seen a resolution of their symptoms and with a recent check their device had an estimated life back within the ranges expected at this point 25-45 months however conflicting information was received on 2018-oct-05 when it was reported by another manufacturer representative that while the patient had battery capacity checked again and everything was working fine and the physician indicated things were going well the patient¿s husband was considering having the ins replaced because they believe it may be defective. It was also noted by this rep that this ins was a replacement ins of a prior system and they reiterated previously reported information that the battery capacity was checked and showed 0-6 months were remaining after about a month or two of being implanted. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cause of the low impedance wasn¿t determined. The same impedance measurement was apparently there with her prior 3058 as well. The action/interventions taken to resolve the short/low impedance was that the physician instructed to use an alternative program. The cause of the patient's battery depleting rapidly were that measurements were taken using the ¿short¿ or ¿low impedance¿ configurations for output. The rep reported that no actions needed beyond reprogramming for the issue if the patient's battery depleting rapidly. It was reported by the rep that it had been 95* here. The patient cannot determine if the new generator with her heated seats or not

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the rep reported the currently implanted device was now functioning properly. No additional interventions were taken outside of normal reprogramming changes